Event description:
Hi, I have been trying to make sure I have filed my complaint in the right place. I do need help making sure it's in the right place my 1st. Surgery: (B)(6) 2022, and the "piggy" back surgery was (B)(6) 2022. I read where - never events could be longer. I may have a case started not sure in the right place? Wrong iol cataract lens implanted in the left eye for 43 days. I would like to send some of the last mediate notes. The mediator has reminded me of the statue of limitations is the 29th pressure? For forty-three days- (43 days) I had a foreign object implanted in my left eye. I could not see two feet in front of me. My eye was completely covered in blood. Piercing pain in left eye. Bloodshot eye for over 21/2 months. Blindness and still now blurred vision. My grandkids and others say at times my eye looks like a dead fish. At any time my lt. Eye looks as if someone has given me a black eye. At night it glows. I cannot read without having a bad headache afterwards, only radiating from my left eye. The blurring gets so bad it throws my balance off. Every hour of the day I have piercing pains shooting through my eye. I have developed more of a fear to even try to drive in the daytime, not knowing when my eye may blur and not return. If it's looking like a dead fisheye and a black eye it prevents me from going to family or friends events. It feels as if something leaks out of my eye. I think it was an injection at the surgery site, at times completely blurred vision. Being embarrassed every time a stranger asks me, what's wrong with your eye or why is one blue and one brown? I think it was three weeks later, I got the doctor to look closer and doctor removed another stitch, that should have been removed three days after surgery. The gross negligence of the insurance company that paid for the second surgery. Never offered an immediate refund or refund of the (B)(6) paid prior to surgery. To also state I the patient was not entitled to a copy of the investigation. I really don't know what happened in this injury or all that's involved in the case of my injury. I have severe scarring and was never told anything from your doctor's, but I have cornea swelling. Another doctor stated severe scarring. To know that you have taken someone on a fixed income and you "know" if I will need cornea scarring removed or the cornea transplant. FDA safety report ID# (B)(4). .